Event description:
The customer reported an over infusion of versed. The concentration was 5 mg/ml and rate was 0.5 ml/hr. The oxygen flow rate or the percentage of oxygen by nasal cannula were increased due to the patient's increased work to breathe. Also, the patient was unarousable when performing a pupil exam, sternal rub and pinching. The drip was paused for one hour and the symptoms resolved. There was no report of patient harm. Although requested, no additional event/patient information was provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's report of an over infusion was confirmed through a review of the pcu event log. A review of the log noted the infusion was programmed to infuse at a calculated rate of 0.504 ml/h; not at a rate of 0.5 ml/h as intended. On (B)(6) 2013 at 05:53 pm, a bd 50 ml syringe containing midazolam (5 mg/1 ml) was programmed with a dose of 0.35 mg/kg/h, rate 0.5 ml/h and vtbi 1 ml. One minute later, the dose was changed to 0.36 mg/kg/h and the infusion was restarted at an increased calculated rate of 0.504 ml/h. The infusion parameters were restored five times. The syringe module was powered off on (B)(6) 2013 at 09:31 am. The total volume infused was listed as 39.0588 ml. The root cause of the customer's report of an over infusion was due to user programming.